Event description:
On 11/21/94, this 67-yr-old male on intermittent ventilator support was found unresponsive and pulseless with the ventilator alarming. Despite acls, the pt was unable to be resuscitated. It was noted that the ventilator tubing was disconnected from the humidification chamber.